Event description:
Invalid result(s). The user reported that they tested with two different tests, and both produced a t line but no c line. Confirmed that they performed the test procedure correctly. The tests were purchased from giant's pharmacy.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation report (previous investigation for the same issue). Thirteen retention samples were tested with positive controls by following the finished product release procedure and the sampling plan, all samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). The user reported that they tested with two different tests, and both produced a t line but no c line. Confirmed that they performed the test procedure correctly. The tests were purchased from giant's pharmacy.